Manufacturer narrative:
Zimvie complaint number (B)(4). Adverse event problem h10: additional narrative the user explained he had a zfx11zb-ce41asz03e with lot 0000240729. After loosening the ti-base he used a screw zfx09-zb-ce-hlgte with lot 000021510. The screw in the package zfx11zb-ce41asz03e is exactly the screw he used single packed. We can notice, that the user used two times the same screw. No screw was send back. No pictures avaliable. No evidence of a fault with the first screw. The most probably root cause for the loosening of the screw was a wrong or worn screwdriver who is not able to transfer the torque or foreign bodies in the thread or support surface. Never then less a root cause cannot be established securely by lack of further information. The accessories used during the interventions are not available, it is not possible to confirm the origin of the incident.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the screw at tooth site 14 loosened every 8 days, then it has been replaced and the problem was solved. This report refers to the second loosening occurred on (B)(6) 2024 the screw was replaced at this moment.